Event description:
The device returned for investigation. Upon testing, the fva pins were found to have drag to them even after cleaning. To address this issue, all fva lip seals will be replaced along with cleaning the fva pins themselves to remove any foreign materials.

Event description:
The following has been reported: "pump was returned by (B)(6) as they did not want to use lvp's for their nicu unit; no malfunction was communicated to fresenius kabi. During a review of the pump, the following issue was noted:" fva pins extremely sticky, product label damaged, rear housing has a gouge a preliminary review of the logs identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was unknown. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.